Event description:
New information notes that the patient's pacemaker was explanted and replaced on (B)(6) 2021. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was returned for analysis from the field with battery voltage at end of life. Longevity assessment was performed, and the implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with their device at eri, despite having an estimated longevity of 4 years at a follow up 1 year ago. The physician suspected premature battery depletion. No intervention was reported. The patient was stable throughout.